Event description:
The report received from our artsii study database indicated that in-stent restenosis was shown in the mid right coronary artery (rca) and mid left anterior descending artery (lad). This patient was included in the artsii study on (B)(6) 2003 with stable angina ccsiii. At screening, the patient was given long acting nitrates, beta-blocker therapy, diuretics, ace inhibitors, statin (selecktine 40mg) and sintromitis. Patient had a total of six stents placed. One stent each in the mid rca, proximal (prox) rca, prox circumflex (cx), prox lad, first diagonal and mid lad. The stent's lengths vary from (08 to 33) mm. However, there is no information regarding the diameter of the stent, lot and catalog numbers for these devices. Atmospheric (atms) pressures used also vary from 18 to 20 atms. It was reported that there was direct stenting done to the proximal rca. During the procedure there was 400 cc contrast medium used in patient. An adverse event took place 32 months after index procedure. A stress test done resulted positive as well as an echo that showed moderate ventricle functioning changes that led to a diagnostic angiography where in-stent restenoses were shown in the mid rca and mid lad. Both of these segments were treated by successfully implanting taxus stents. Patient received acetylcysteine 24 hours before and after the procedure because of the known abonormalities in renal functioning. During procedure patient also received dormicum, heparin and visipaque. No complications were reported.

Manufacturer narrative:
Patient will continue its treatment with clopidogrel and aspirin the rest of her life. The outcome is ongoing. This is one of two products used in the same patient. Additional information was received from the artii study indicating the catalog and lot numbers for the two devices involved in this case. Please note: the first device was reported under manufacturing report no. 9616099-2006-00036. However, there are two possible catalog and lot numbers for the second device. The possible catalog and lot numbers are crs33250 with lot s0103003 and crs33300 with lot r1202558. Additional clarification has been requested for this event, however, the information hasnot been forthcoming to date. Please note: device (crs33250 lot# s0103003 and crs33300 lot r11202558 are distributed outside the united states, however, they are similar to the united states product cxs33250 and cxs33300. Any additional information will be submitted within 30 days of receipt.